Manufacturer narrative:
(B)(4).

Event description:
Information received from the patient reported that they were going to have their implantable neurostimulator (ins) replaced in (B)(6) 2016. The indication for use for the implanted device was noted as spinal pain. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.